Manufacturer narrative:
Pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The pump was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen and carelink pro general report. No unexpected bolus delivery noted during testing. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No moisture damage inside reservoir compartment, on electronic assembly or motor noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels. The customer states the device not delivering the correct insulin. The customer's blood glucose level at the time of incident was 400mg/dl. The customer's most current level was 321mg/dl. The customer states they treated with pump. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.